Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. (B)(4).

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 512 mg/dl. Customer did not feel comfortable with the device. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.